Manufacturer narrative:
Only the item was returned, and no hair could be found as the packaging was not returned for review. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A product history search identified no other complaint for the part and lot combination of the component. As no hair was observed on the product that was returned without the packaging, the issue cannot be confirmed and the root cause cannot be determined. The investigation noted there are gowning and cleaning room procedures to mitigate the introduction of human debris in the cleanroom and cavities.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that upon opening the implant, a hair was discovered inside the inner most packaging. The surgeon refused to use and implanted a larger articular surface.